Manufacturer narrative:
The inspection revealed the lift chair was not the cause of the event. Should further information become available, a follow-up report will then be submitted.

Event description:
Initial reporter alleges a fire occurred in a mobile home where a pride lift chair was located.